Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A device history record (DHR) review was conducted for part # 319.006, synthes lot # ft00149: supplier lot # ft00149: release to warehouse date: 09nov2016, supplier: (B)(4): the raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the depth gauge (part # 319.006, lot # ft00149, mfg # 09-nov-2016) was inspected at us cq. Upon visual inspection, it was observed that the needle of the depth gauge broke at its connection to the body of the depth gauge. The depth gauge shows signs of minimal wear and no other issues have been identified. The received condition agrees with the complaint description. Dimensional inspection: dimensional analysis was performed on the depth gauge and the diameter of the needle proximal to the broken portion measured that falls within the specification based on drawing (B)(4). Document/specification review: the relevant drawing(s) was reviewed; no design or manufacturing defect or deficiency was observed during the investigation. Material/hardness review: the material was determined to be conforming at the time of manufacture based on the review of the DHR. Investigation conclusion: the complaint condition is confirmed. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its usage at the time of surgery. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a radial head plating procedure on (B)(6) 2018, the depth gauge broke while measuring the length of the screw. Thus, the depth gauge was unable to measure the screws and a ruler was used. There was no patient consequence and surgical delay reported. No other medical intervention required. This is report 1 of 1 for complaint (B)(4).